Event description:
Additional information received reported that the patient visited her doctor and manufacturer representative in december about the event. The patient's device was reprogrammed and new batteries were put in the patient programmer. It was reported that the patient was still having problems with her device system. The reporter stated that there was a loss of therapeutic effect and the new program was not helping. It was reported that the patient was getting the same results, was leaking a lot, and 'it drained without her knowing.' The reporter stated that the leaking was worse when the patient was lying down and it hurt. It was noted that when the patient was lying on her left side stimulation was stronger. It was reported that the patient had to wear a diaper at night and when the patient changed the diaper it weighed 5-10 lbs. The reporter stated that at one point 'it went from 10 at night down to 3.' It was unclear what this referred to. The patient did not remember if she had a device trial. It was reported that the patient increased stimulation from 1.8 volts to 2.1 volts on program 3, where she reported comfortable stimulation in the bicycle seat area. The patient then switched to other programs and felt stimulation in her 'left cheek.' It was reported that the patient went back to program 3 and felt comfortable stimulation in the bicycle seat area.

Event description:
It was reported that the patient did not have a stimulation sensation and was "going to the bathroom a lot at night." It was noted that the patient "wore a diaper that filled up often." It was further noted that the patient had a urinary tract infection (uti) and was given an anabolic for it. It was noted that the patient's "symptoms improved at first, but her attention on her uti caused her to neglect her implant." Basic functionality of the device was reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v621704, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).